Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient was on a cruise ship when her cgm was reading 300 mg/dl. Based on the cgm reading, she took insulin through her omnipod pump. Later, the cgm was reading 300 mg/dl again and she gave herselve insulin again. About two and a half hours later, the patient felt sleepy and was taken to the hospital. The patient's blood sugar dropped to 12 mg/dl (bg finger stick). The patient ended up in the hospital and was treated with glucagon and dextrose. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.